Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin biomedica smarxt bcd vanguard surface modified cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that air was seen inside the vanguard cardioplegia device during a procedure. There was no report of patient injury.